Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Recall.: z-0955-2020. (B)(4). S/w 2.8c. The unit did not have a battery installed when received. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08715 inches. Unit uploaded properly using carelink. Unit had minor scratched display window, scratched case, faded serial number label, stained keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button and a cracked retainer. Data analysis: (date of customer passing: 9/8/19.) The formatted history file lists data from 12/08/2017 to 06/13/2019 and on 07/22/2019.

Event description:
Complaints text 09/18/2019 10:00:35 erp_rfc_user related svn (B)(4). Complaints text 09/18/2019 09:49:27 priese2 initial notes: widow states we just got delivery from you inquired what led up to the complaint. Customer response: widow states husband passed away deceased reporting per (B)(4). First and last name of person reporting event: (B)(6). Best phone number to reach person reporting event: (B)(6). Relationship of person reporting event to the deceased: widow. Reporting party is aware of the deceased event details. Date of customer passing: (B)(6) 2019. Cause of customer passing as indicated by reporting party: cancer. Location of customer¿s passing: hospital. Date customer was admitted to hospital, emergency room or hospice (if known): (B)(6) 2019. Bg at time of admission to hospital, hospice and/or emergency room, (if known): widow states I think it was in the 200's. Does reporting party indicate other health issues or illness that may have contributed or led up to passing? Cancer. Does reporting party recall the initial onset or timeframe of health issue or illness? Widow states not even a year. Was pump worn at the time of passing? Yes. Pump material number: unknown. Pump serial number: unknown. Infusion set material number: unknown. Infusion set lot/batch: unknown. Reservoir material number: unknown. Reservoir lot/batch: unknown. Name of glucometer being worn or used (ascensia, lifescan, etc.): unknown. Was medtronic cgm included in diabetes therapy? No. Customer's outcome pertaining to the complaint: advised customer we will stop all deliveries and that someone will call her to find out if medtronic needs the contents of the box returned. Ship: nothing / return: nothing.